Event description:
It was reported that the patient was in the hospital due to kidney failure and inflammation of the liver. Specific patient symptoms were not reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. The pump was refilled in 2008. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.